Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "strange impedance values" when the atrial lead was connected to the pulse generator. The values were normal with a pacing system analyzer. The physician suspected a problem with the connector. The device was replaced.